Event description:
A pharmacist reported that during cataract surgery with intraocular lens (iol) implantation, they had been encountering very unusual issues with the monofocal implants, which were breaking during folding. They experienced this problem four times in one week. The implants were stored in the pharmacy, where the temperature was monitored (around 20¿21°c), and on the day of the procedures they were kept in the operating room, where the temperature was typically around 18°c. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H10. Reflects all related report numbers associated with this product event that have been submitted at this time.